Event description:
It was reported that the unspecified bd alaris infusion set was damaged. The following information was provided by the initial reporter: we received a product complaint from item # 10012012 bd alaris pump infusion burette. This is the complaint as follow's: buretol shattered when letting mor IV fluid into the buretrol. Cracked from top to bottom and shattered where slight pressure from rn 's hand was holding still. Sterile IV was exposed to air and cracked plastic which is a risk for infection. New line had to be placed which increases infection risk due to connecting to site. Several patients reported tugging and bleeding after the same.

Manufacturer narrative:
Medical device material #: the customer reported material #10012012, but this was not found to be associated with the alaris infusion set. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd alaris infusion set was damaged. The following information was provided by the initial reporter: we received a product complaint from item # 10012012 bd alaris pump infusion burette. This is the complaint as follow's : buretol shattered when letting mor IV fluid into the buretrol.cracked from top to bottom and shattered where slight pressure from rn 's hand was holding still.sterile IV was exposed to air and cracked plastic which is a risk for infection. New line had to be placed which increases infection risk due to connecting to site. Several patients reported tugging and bleeding after the same.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of component damage - no leak - air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.